Event description:
Pt with ovarian cancer who received intraperitoneal chemotherapy had intraperitoneal port placement (B)(6) 2009. Upon completion of chemotherapy treatments, intraperitoneal port was removed (B)(6) 2010. A CT scan of abdomen and pelvis done (B)(6) 2010 revealed an enhancing focus along the prior port tract in the anterior abdominal wall. An abdominal surgical procedure done (B)(6) 2010 to remove subcutaneous foreign body revealed a retained dacron cuff from prior intraperitoneal port. Dates of use: (B)(6) 2009 -(B)(6) 2010. Diagnosis or reason for use: administration of intraperitoneal chemotherapy.